Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, a definitive root cause could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the rhino laryngo videoscope exhibited the plating of the objective lens peeled off, the coating of the insertion section tube peeled off, and foreign material was found at the distal sheath. There was no patient involvement.